Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the pacemaker exhibited loss of capture. Programming changes were performed. There were no patient consequences.

Event description:
New information noted that the pacemaker exhibited high capture thresholds. Programming changes were performed. There were no patient consequences.